Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the extract, transform, load (etl) job had not run, resulting in outdated inventory data in the report. A technical support specialist dialed into the production server and ran an inventory report and compared medication ids 25, 425, and 803 for the ER station. The quantity for medication ID 25 was incorrect. The specialist checked the etl job history and found no recent runs. The etl job was executed, and the inventory report was re-ran, showing updated quantities. A comparison was also performed on the medstation ER device report to confirm accuracy. The customer verified that the issue was resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server that the printed inventory report is not correctly matching the real inventory. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server that the printed inventory report is not correctly matching the real inventory. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.